Manufacturer narrative:
Findings: pump passed self test and unexpected alarm error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Unable to confirm excessive no delivery alarms, loose drive support cap and unable to perform displacement test, rewind test, basic occlusion test, prime/a33 test and occlusion test due to end cap broken off. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 427mg/dl. The customer also indicated that the drive support cap is loose and hanging by wires. The product will be returned for analysis.